Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction- h6 (patient code): the patient code was corrected from no code available (3191)" to "no known impact or consequence to patient (2692)" investigation ¿ evaluation. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook received a similar product for a similar failure mode under medwatch report #1820334-2019-01101. The physical examination of this complaint device found that a leak was present between the connector cap and hub, but the device was confirmed to be measured within specification. The investigation could not establish a root cause for this failure mode. Due to the similarities between the devices and the failure modes, it is likely that the two events have a similar cause. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be performed due to the lack of information from the user facility. A review of reporting software was also unable to be performed due to lack of lot information. Based on the known information, there is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used on an unknown patient for biliary drainage. It was noted air was drawn into the syringe from the drainage tube. The device was exchanged with another manufacturer's device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.